Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system has been explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system has been explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.